Manufacturer narrative:
The customer was notified not to use the system until the parts were replaced. The parts were replaced by local service and the system was brought back to specifications. (B)(6).

Event description:
While performing service maintenance on the siemens (B)(4) system an engineer discovered that swivel joint of the monitor fixation was slipping out of the spring arm on the monitor support arm. The securing washer and the nut were worn out. There are no injuries attributed to this event. The reported event occurred in (B)(6).